Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that a malfunction alarm occurred. Subsequently, the pump shutdown unexpectedly. The pump was turned on and a cartridge alarm 30 occurred. Reportedly the customer reverted to manual injections for insulin therapy. Customer¿s blood glucose level was 130mg/dl.

Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm issue and the alleged alarm 30 issue was verified. Additionally the alleged unexpected shutdown issue was verified in the pump logs, however, no failure was identified.